Manufacturer narrative:
After battery installation, no blank display noted. However, unit gave a full segment display anomaly due to faulty x2 at interface board. Unable to perform operating currents, self-test, unexpected restart alarm error test and displacement test or verify frozen screen/missing segment anomaly due to full segment display.

Event description:
The customer's mother was reported via phone call that the insulin pump had frozen display. Customer¿s blood glucose level was unknown. Customer also stated that they were not using insulin pump. The device will be returned for analysis.